Manufacturer narrative:
Since the reported non-working canisters were not returned for eval, each job of the 1200cc canister lid, (raw material and final packaged), in inventory was evaluated to ensure the 1200cc canister lid, when used in conjunction with the 1200cc canister would suction properly. It was found that the lids had more than adequate flow (average approx 170 scfh, minimum acceptable is 75 scfh). To help determine a possible root cause of the reported problem with the suction canisters, a deroyal sales rep was sent to the hospital to view how the canisters were being set up in the pt's room. The hospital staff set them up correctly, however, when the regulator was turned on, no air was flowing. It was then determined that the regulator was turned down to zero air flow and after turning the rate of flow up several times, the regulator began moving air. A potential cause for the canister top not performing properly would be end user error.

Event description:
The 1200cc suction canister tops are not suctioning properly in pt's room which is a pt safety issue.